Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device cannot perform functionally test without ECG cable. There was no reported patient involvement.

Manufacturer narrative:
The customer did not provide the device serial number.